Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a total occlusion in the left circumflex artery, a dissection and perforation occurred. An attempt was made to implant the 2.8 x 19 mm graftmaster stent; however, the device was not able to cross and it was noted that the delivery system catheter fractured at a location outside the patient anatomy. Medication was administered. Balloon angioplasty was performed at the perforation site and the perforation sealed. A 2.5 x 23 mm multilink 8 stent was implanted to treat the target lesion. The patient was in stable condition post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and shaft detachment appear to be related to the operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.